Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During an ablation procedure, a third degree atrioventricular block (av) occurred while ablating. The patient was paced with a diagnostic catheter and a pacemaker was implanted to stabilize the patient.